Event description:
Subsequently to the initially filed emdr, additional information was received: evaluation of the returned proglide device found a guide separation. Follow up with the account confirmed that the separation occurred during the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide detachment was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - lot number updated from lot 2112341 to 2102441. D4 - expiration date and h4- manufacturing date updated as a result.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique. Reportedly, when attempting to place the device, it got stuck and required a cut down. The use of proglide devices and the pre-close technique were abandoned. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.